Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "insert slide clamp" found during biomed testing. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "insert slide clamp" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be safety slide clamp damage. The safety slide clamp was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.